Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 23, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 24, 2023.

Manufacturer narrative:
This report is submitted on (B)(6) 2017. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with the device. Troubleshooting and exchange of the external components did not resolve the issue. The implanted device remains.